Manufacturer narrative:
Technician found the stretcher has worn locks and plate. Technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that all brake casters swivel around when the brake was in brake mode. No pt impact.